Event description:
It was reported that patient underwent left total knee arthroplasty on (B)(6) 2014. During the procedure it was noted that the patient experienced an intraoperative avulsion fracture to the anteromedial corner of the acl, anterior cruciate ligament. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device."